Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the pediatric patient experienced dka and was hospitalized, transferred to the ICU. The patient declined to provide any further information about the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.